Event description:
It was reported that the patient was having issues with purewick urine collection system. Stated that the patient had not used it in a while as they have experienced urinary tract infection. When patient turned it on it was not making a noise like it was supposed to and there was no air coming out of it. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having issues with purewick urine collection system. Stated that the patient had not used it in a while as they have experienced urinary tract infection. When the patient turned it on it was not making a noise like it was supposed to and there was no air coming out of it. It was unknown if the device contributed to the urinary tract infection at this time. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.